Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The patient had concentric calcification and heavy leaflet calcification. They also had a 79.5mm gradient, an 45" angle, and the annular dimensions of the native valve were: annulus diameter of -26.1, area of 518.6, and perimeter of 82.4. During the procedure, a pre-dilation was performed using a 22mm balloon. During device implant, the patient had to recapture the device several times for placement. It was too high on the left after 2 recaptures but was finally placed at a depth of 4-5mm. With the waist on the valve upon deployment, the patient had moderate pvl and needed a post-dilation with a 26mm and 29mm balloon. Finally, the gradient went to 8 and the pvl went to zero. Patient did go into heart block and required a permanent pacemaker at the end of the procedure. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of perivalvular leak (pvl) and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The cause of the reported pvl could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed to address the pvl and a permanent pacemaker was implanted for the heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The patient had concentric calcification and heavy leaflet calcification. They also had a 79.5mm gradient, an 45" angle, and the annular dimensions of the native valve were: annulus diameter of -26.1, area of 518.6, and perimeter of 82.4. During the procedure, a pre-dilation was performed using a 22mm balloon. During device implant, the patient had to recapture the device several times for placement. It was too high on the left after 2 recaptures but was finally placed at a depth of 4-5mm. With the waist on the valve upon deployment, the patient had moderate pvl and needed a post-dilation with a 26mm and 29mm balloon. Finally, the gradient went to 8 and the pvl went to zero. Patient did go into heart block and required a permanent pacemaker at the end of the procedure. The patient remained hemodynamically stable throughout the procedure.